Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided. Although requested, further information was not provided.

Event description:
It was reported that "the pump alarmed communication error on pump and brain. Replaced entire unit to fix the error. The pump was not sequestered appropriately and was returned to service without (B)(6) evaluation. Unable to validate concerns." Although requested, further information was not provided.